Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered a shock and electrogram (egm) review was requested. Upon review, the rhythm was detected in the ventricular fibrillation (vf) zone and self-converted, diverting the charge. The rhythm was then re-detected and a committed shock was delivered after the rhythm self-converted once more, per device programming. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.